Event description:
It was reported that the atrial lead showed altered sensing on the atrial channel. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d294trk implantable cardioverter defibrillator (ICD)  implanted: unk. (B)(4).